Event description:
It was reported that an unspecified alarm occurred on the homechoice machine during peritoneal dialysis therapy. It was not specified if the patient was connected to the device at the time of the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported problem was identified during the event history log review as a system error 2240. The device was able to power up properly. A simulated therapy was performed successfully on the device. The pneumatic system was tested and found a pressure leak at the high positive tank and right disposable chamber unrelated to the alarm. External and internal inspections revealed a cracked door piston and deteriorated piston foams unrelated to the alarm. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.